Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent what is the procedure date? Not provided what date did the reaction occur on? Exact date not provided, all reactions were approx 5-6 weeks post-op. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. No, only topical steroid applied if medication was required, please clarify if it was prescribed or purchased over-the-counter. Prescribed. What is the most current patient status? Not known. Can you identify the lot number of the product that was used? Not provided was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Not provided. Unfortunately no further information is available from hcp for this reported case. Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: ID, gender, age or date of birth; bmi. Has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unfortunately no further information is available from hcp for this reported case. No product available for return. Note: events reported on mw# 2210968-2021-07853, mw# 2210968-2021-07854, mw# 2210968-2021-07855.

Event description:
It was reported a patient underwent a total knee replacement on unknown date and topical skin adhesive was used. Post op 5-6 weeks, patient suffered atopic contact dermatitis after having adhesive used on their skin. Reaction noticed post-surgery. Prescription topical steroid applied. Additional information has been requested.